Event description:
On (B)(6) 2013, patient reported she had felt sick and experienced hyperglycemia for 2 days. Her blood glucose was 297 mg/dl on (B)(6) 2013 and 600 mg/dl on (B)(6) 2013, and her target range is 90-110 mg/dl. She noticed an air bubble in the cartridge and believes this caused hyperglycemia, along with eating more than normal. She was unsure how long the cartridge had been in use, and the adapter was new. Her husband drove her to the hospital to see her doctor, and she was told there was a lot of sugar in her urine. She was not treated for hyperglycemia, and her doctor advised to change the infusion set. Her husband had to assist with changing the cartridge, infusion set, and battery due to her condition. She then delivered a bolus. The alleged cartridge was discarded and will not be returned for evaluation.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Device will not be returned.

Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified. Device was not returned to manufacturer.